Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who reported while seated at home at approximately 8:30 in the evening, the patient began experiencing spontaneous convulsions primarily affecting the left body. The seizure lasted greater than 30 seconds, but less than 5 minutes. The patient returned to a normal level of consciousness but had no recall of the event. The patient was immediately transported to the emergency department for evaluation of possible seizure. The patient¿s head CT demonstrated no acute changes and showed all deep brain stimulation (dbs) leads were in place. The patient¿s neurological exam appeared normal except for left sided weakness at 90% baseline. The patient was restarted on keppra 750 mg twice a day and scheduled for follow-up with their neurologist. Although the patient was not receiving any brain stimulation nor were, they undergoing any study-related interventions leading up to or during the event a casual connection to the study couldn¿t be ruled out. Relevant medical history includes parkinsons' disease. No further complications were anticipated.